Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump died and did not turn back on even after several battery changes. Customer stated that when the insulin pump did finally turn on it alarmed battery out limit alarm. Customer stated that this has occurred multiple times. Customer's blood glucose reading at the time of the call was 140 mg/dl or 160 mg/dl. No further information reported.